Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices locked on tissue. The first device was locked on the cystic duct and had to be cut off the vessel. The device is still closed with a clip that was not fully closed. The second device became stuck then the handles were pushed forward to remove the device. The second device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6). The rep followed up with the nurses and scrub techs for the following information, but they were unable to provide any further details.

Event description:
The customer reported a button error alarm and moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4). Broken orange indicator did not show up. Device b batch # g9jx6y mfg date 4/21/2010; exp date 3/21/2015. Malformed clip, orange indicator over traveled. The analysis results found that the device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was not visible; however, this finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was received with two malformed clips inside the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator over traveled; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.